Event description:
It was reported that the patient was admitted to the hospital after being found unresponsiveness. The patient was having overdose symptoms with respiratory depression/decreased respiratory rate and tachycardia. The pump was turned down to minimum rate. The patient stabilized but was reporting loss of function in both arms. The patient status was reported as "alive - with injury". At the time of this report the patient was still hospitalized. The device system was used to deliver lioresal.

Event description:
It was later reported that the patient was going to a different hospital to get more ¿intensive¿ care than he was currently getting. He was not eating and losing weight again, so the family or local physician decided to take him to a new hospital.

Event description:
Additional information received reported as of (B)(4) 2013, that the patient was still in-patient, with no known date for discharge. The patient was ¿getting stronger and getting tone back in to his hands, arms and shoulders. The patient was undergoing twice-daily physical therapy (pt) and twice daily occupational therapy (ot). It was later reported that the patient had been in the hospital since the pump implant, approximately 3 weeks earlier. It was later reported that while in the hospital, the pump was lowered to minimum rate, the patient was started on oral baclofen, and patient placed in the ¿sicu¿, and three days later moved to the pediatric intensive care unit (ICU). The patient was slowly moved to 120ug/day, then 150ug/day and as of (B)(6) 2013 was on 180ug/day. The patient was not able to yet achieve effective therapy. The patient was moved from ICU approx. Two weeks prior to (B)(6) 2013 to a physical rehabilitation floor for pt and ot. The initial plan was then to send the patient home on (B)(6) 2013. It was later reported the patient lost 20 pounds since pump implant, and had yet to leave the hospital. One of the patient¿s treating hcp¿s wanted to place feeding tube, but the patient¿s family wanted the patient moved to another hospital instead. It was not determined when a transfer would happen. It was later reported feeding tube placed on (B)(6) 2013. The patient was moved back to the intensive care unit (ICU) on (B)(6) 2013. It was later reported the hcp ordered the pump to be turned up to 220ug/day from 180ug/day. It was also noted that the feeding tube was clogged and pulled. It was noted the patient was still in ¿rehab¿ and not transferred to the ICU. The patient was awake, responsive and participating on pt/ot twice daily. It was later reported the patient was "accepted" for transfer to another hospital, and the family was making arrangements to complete the transfer by (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).